Event description:
A home patient (hp) contacted (B)(4) regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1. The hp stated there were several air bubbles in the heater line. The technical service representative (tsr) advised the hp to start over with new supplies and further assisted the hp to end therapy. The hp confirmed to call back with any questions. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check heater line alarm with a report of air bubbles that occurred during fill 1. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.